Event description:
The customer reported to olympus, during a therapeutic laparoscopic procedure, the visera elite ii video system center exhibited touch panel error e333. Subsequently, the procedure was completed using the same device and the operation of the device was restored by turning the device off and on. There was no harm or user injury reported due to the event.

Manufacturer narrative:
The subject device has been returned to olympus for evaluation. During evaluation, it was observed, visual examination found no abnormalities, actual machine confirmation could not confirm the reported error e333 and operation confirmation found no abnormalities. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, the phenomenon was not reproduced, and a root cause could not be identified. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The cause of the reported event cannot be conclusively determined. Olympus will continue to monitor field performance for this device.